Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Upon opening the sterile package, the device was prepped according to the IFU. It was reported that the physician attempted to implant the stent graft. The stent graft was inserted into the left common femoral artery to be positioned distal to a previously-placed bifurcated stent graft to serve as the contralateral limb. The physician was unable to advance the stent graft into the left common iliac artery, which was noted to be heavily calcified. A balloon was used in conjunction with dilators in an attempt to expand the vessel, without effect. Upon examination of the stent graft, the physician noticed a gap at the transition of the nose cone of the delivery device, and felt that this could be the cause of the difficulty in implanting that stent graft. No kinking of the delivery device was noted during the procedure. A second stent graft was implanted without difficulty, with no complications. The device was returned for analysis. No clinical sequelae were reported and the patient is fine. Evaluation summary the device was returned and evaluation is complete. Upon inspection of the device, there was a 2 mm gap between the graft cover and tapered tip. There were 3 kinks in the graft cover 6.6, 8.6 and 9.8 cm from the distal edge. The kinks in the graft cover may have contributed to the gap. The external slider was in its home position, next to the front grip. There was no gap between the stent graft and stent stop cup. A sterile water sticker was placed on the junction between the screw gear and rear grip. The rest of the device was unremarkable. The tapered tip was pushed by hand back into the graft cover, which eliminated the gap. The complaint was confirmed; there was a gap between the graft cover and tapered tip. The root cause of the event could not be conclusively determined during analysis; however, was likely a result of tracking the device through heavily calcified anatomy.

Manufacturer narrative:
(B)(4). Results/conclusion: heavily calcified anatomy.